Manufacturer narrative:
The hill-rom tech replaced the hydraulic manifold to resolve the issue.

Event description:
Info received indicated the bed hydraulic function would not operate with weight on it.